Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had dislodged. Both leads were repositioned and remain in use. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had dislodged. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: 8042u, implantable pulse generator (ipg), implanted: (B)(6) 2008; mdt-lead, implantable pacing lead, implanted: (B)(6) 2008; 4193, implantable pacing lead, implanted: (B)(6) 2008. (B)(4).